Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went into the ocean with the pump on. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However, the pump became unresponsive and could not be turned back on. After plugging the pump into a power source for an extended period of time, the pump was able to be turned back on. However, another malfunction alarm occurred. There was no impact to the customer's blood glucose level.